Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through management portal "delaminated implant and rupture". This record is for the right side. Device was explanted, replaced and will not be returned. Patient was administered IV antibiotics.